Event description:
Patient had a large bowel resection and underwent an exploratory lapar-otomy w/hartman's procedure, sigmoid resection. The colon was gunned aprox. 12cm proximal to a cancerous tumor with a gia ata-90, which mis-fired. A second ta-60 was used and it also mis-fired. Patient required ventilatory support post-operatively.